Manufacturer narrative:
Additional information: imdrf annex a, g codes. Correction: manufacturer narrative. Investigation summary: the report of the air introduced could not be confirmed or replicated since the incident syringe and its associated administration set was not returned for investigation. The reported over infusion, however, was successfully replicated during initial testing. The returned syringe module demonstrated correct syringe recognition and volume detection accuracy, with a measured volume of 49.1ml corresponding to a 1.8% error, which is within the +2% or - 2% specification. The functional test was intended to be programmed at the last rate observed during the log review, which was 0.64 ml/h. However, due to a typo error, the test was performed at 0.63 ml/h. When tested at the rate of 0.63ml/hr using a bd 50ml syringe, the module exhibited an as found delivery rate of 1.15ml/hr (82.19% error). The flow trace showed sustained over delivery and transient peaks consistent with known mechanical behavior of large volume, high compliance syringes operated at extremely low flow rates, where syringe plunger elasticity can dominate displacement and cause flow instability. Alaris system maintenance (asm v12.3) was used to perform calibration and preventive maintenance on the returned syringe module. The asm application is designed to verify and adjust device parameters within defined calibration tolerances for the alaris syringe module. These tolerances are limited to routine adjustments and cannot compensate for extreme accuracy deviations such as the +82.19% error observed during the as found low rate test. An accuracy deviation of the magnitude observed during accuracy testing (82.19%) if caused by a true hardware or a calibration fault would result in a calibration failure if present during asm testing, which was not observed. After calibration via asm12.3, the module passed all maintenance checks, and a post calibration verification demonstrated a measured rate of 0.59ml/hr (-6.02% error), with the mean flow remaining stable and within the allowable +7% or -7% accuracy specification despite normal high frequency variability. The initial 82% over delivery resulted from transient early run syringe compliance instability during ultra low rate operation; after one hour of infusion, the syringes mechanical properties stabilized through creep and plunger seating, and these conditions persisted even after syringe removal for calibration, allowing the post calibration verification test to demonstrate normal, within specification performance which was within the allowable 7% accuracy specification. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. Fluid ingress was observed along the leadscrew assembly. This is noted as incidental and its not related to the issue reported. A review of the syringe module error logs showed no errors or malfunctions that were relevant to the customers complaint. Due to the continue use the pcu event logs were found to have been overwritten; therefore, both the specific profile and the medication information could not be determined during the log review. Similarly, the initial programming could not be identified. A review of the pcu event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025. At 5:07 am the device was selected, the bolus function was selected, and the restore option was activated. A bolus dose of 1 mcg was programmed with a duration of 1 minute and 15 seconds, after which the bolus started. The infusion running was programmed with the following parameters: syringe type: bd 50 ml, drug amount: 500 mcg, diluent volume: 50 ml, concentration: 10 mcg/ml, patient weight: 12.8 kg, dose: 0.5 mcg/kg/h, with a rate: 0.64 ml/h. Between 9:02 am and 12:40 pm bolus was selected five (5) times. A bolus with a dose of 1 mcg and a duration of 1 minute 15 seconds was infused. At 1:27 pm dose was updated by user to 2 mcg. Then rate was automatically updated to 2.56 ml/h. Soft key 14 (start) was pressed and infusion started. Between 1:29 pm and 1:33 pm bolus was selected two (2) times. A bolus with a dose of 1 mcg and a duration of 1 minute 15 seconds was infused. At 3:22 pm dose was updated by user to 1 mcg. Then rate was automatically updated to 1.28 ml/h. Soft key 14 (start) was pressed and infusion started. Then syringe module alarmed pressure disc inserted and alarmed pressure disc replaced. Infusion restarted at 4:30 pm syringe module alarmed check syringe. Unit was channeled off capturing a final pvi: 18.4408 ml. Then key unit was selected and a new syringe was selected syringe type: bd 50 ml, volume: 48.4781 ml. Infusion was restored but dose was updated by user to 0.5 mcg. Infusion started with a pvi: 18.4408 ml. At 4:31 pm syringe module alarmed pressure disc inserted and alarmed pressure disc replaced. Infusion restarted. At 4:35 pm bolus function was selected, and the restore option was activated. A bolus dose of 1 mcg was programmed with a duration of 1 minute and 15 seconds, after which the bolus was started. At 8:07 pm bolus function was selected, and the restore option was activated. A bolus dose of 1 mcg was programmed with a duration of 1 minute and 15 seconds, after which the bolus was started. Per bd alaris system with guardrails suite mx user manual (v 12.1) states warnings to preparing syringe and administration set on syringe module: ensure syringe sizes and models are compatible with the syringe module. Use of incompatible syringes can cause improper pump operation resulting in inaccurate fluid delivery, insufficient occlusion (blockage) sensing, and other potential problems. Use the smallest compatible syringe size necessary to deliver the fluid or medication; this is especially important when infusing high risk or life-sustaining medications at low infusion rates (for example, <5 ml/h, and especially flow rates <0.5 ml/h). Using a larger syringe when infusing at low rates can lead to inadequate syringe pump performance including delivery inaccuracies, delay of therapy, and delayed generation of occlusion alarms. This is due to the increased friction and compliance of the syringe stopper with larger syringes. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the probable cause of the reported over infusion is attributed to the use of a large volume bd 50ml syringe at an extremely low commanded infusion rate (0.63 ml/h), a configuration known to increase system compliance, reduce immediate volumetric responsiveness, and promote flow variability. Under these conditions, incremental motor motion likely elastically loaded the syringe rather than generated continuous plunger advancement, resulting in intermittent release of stored mechanical energy and sustained over delivery during low rate operation. The root cause of the report of introduced air could not be definitively determined since the syringe, and its associated administration set was not returned for investigation and testing. Note that this report lists imdrf annex a1801, a040507, a0401, a23, g04061, g02017, g0200802, c070606, c0601, c23, d0302, d11, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that air was noticed in syringe during the infusion with the same amount of volume gone, approx. 23-32mls. Customer alleges patient may have received an extra 23 to 30ml of fentanyl. There was patient involvement however no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the air introduced could not be confirmed or replicated. The reported over infusion was replicated, and after calibration was performed the syringe module was observed working as intended. The testing activities are aligned with pr (B)(4) due to the deployment of the same hardware unit. The syringe was loaded into the syringe module, and the system presented successfully the option of bd plastipak 50/ 60 ml. The syringe was placed into the syringe module and the volume displayed was according to the accuracy specification the difference between the available volume detected (49.1 ml) and the calculated actual volume (50 ml) was 0.90 ml; a calculated 1.8 % error was determined and was found to be within specification (an accuracy of ± 2%). An infusion was programmed at the last rate observed on the log review of 0.63 ml/h for one hour. The test results measured the actual rate at 1.15 ml/h (82.19 % error), which is out of specification for this test (± 7% error). The alaris system maintenance (asm v 12.3) was used to perform calibration and preventive maintenance on the returned syringe module and the device passed all maintenance tasks shown on the table below. An additional functional test was performed after the calibration on suspect syringe module; the test results measured the actual rate at 0.59 ml/h (6.02 % error). The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. Fluid ingress was observed along the leadscrew assembly. This is noted as incidental and it not related to the issue reported. A review of the syringe module error logs showed no errors or malfunctions that were relevant to the customer complaint. Due to the event pcu logs were found to have been overwritten; therefore, both the specific profile and the medication information could not be determined during the log review. Similarly, the initial programming could not be identified. A review of the pcu event log, prior to the reported event date, identified an infusion programming on october 22, 2025. At 5:07 am the key unit was selected, the bolus function was selected, and the restore option was activated. A bolus dose of 1 mcg was programmed with a duration of 1 minute and 15 seconds, after which the bolus started. The infusion running was programmed with the following parameters: syringe type: bd 50 ml, drug amount: 500 mcg, diluent volume: 50 ml, concentration: 10 mcg/ml, patient weight: 12.8 kg, dose: 0.5 mcg/kg/h, with a rate: 0.64 ml/h. Between 9:02 am and 12:40 pm bolus was selected five (5) times. With a dose of 1 mcg and a duration of 1 minute 15 seconds bolus infused. At 1:27 pm dose was updated by user to 2 mcg. Then rate was automatically updated to 2.56 ml/h. Soft key 14 (start) was pressed and infusion started. Between 1:29 pm and 1:33 pm bolus was selected two (2) times. With a dose of 1 mcg and a duration of 1 minute 15 seconds bolus infused. At 3:22 pm dose was updated by user to 1 mcg. Then rate was automatically updated to 1.28 ml/h. Soft key 14 (start) was pressed and infusion started. Then syringe module alarmed pressure disc inserted and alarmed pressure disc replaced. Infusion restarted at 4:30 pm syringe module alarmed check syringe. Unit was channeled off capturing a final pvi: 18.4408 ml. Then key unit was selected and a new syringe was selected syringe type: bd 50 ml, volume: 48.4781 ml. Infusion was restored but dose was updated by user to 0.5 mcg. Infusion started with a pvi: 18.4408 ml. At 4:31 pm syringe module alarmed pressure disc inserted and alarmed pressure disc replaced. Infusion restarted. At 4:35 pm bolus function was selected, and the restore option was activated. A bolus dose of 1 mcg was programmed with a duration of 1 minute and 15 seconds, after which the bolus started. At 8:07 pm bolus function was selected, and the restore option was activated. A bolus dose of 1 mcg was programmed with a duration of 1 minute and 15 seconds, after which the bolus started. Per bd alaris system with guardrails suite mx user manual (v 12.1) states warnings to preparing syringe and administration set on syringe module: ensure syringe sizes and models are compatible with the syringe module. Use of incompatible syringes can cause improper pump operation resulting in inaccurate fluid delivery, insufficient occlusion (blockage) sensing, and other potential problems. Use the smallest compatible syringe size necessary to deliver the fluid or medication; this is especially important when infusing high risk or life-sustaining medications at low infusion rates (for example, 5 ml/h, and especially flow rates 0.5 ml/h). Using a larger syringe when infusing at low rates can lead to inadequate syringe pump performance including delivery inaccuracies, delay of therapy, and delayed generation of occlusion alarms. This is due to the increased friction and compliance of the syringe stopper with larger syringes. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the probable root cause of the air introduced, and possible over infusion reported stems from insufficient calibration. After calibration was performed the syringe module was observed working as intended. Note that this report lists imdrf annex a1801, a040507, a0401, g04061, g02017, c070606, c0601, c23, d0302, d11, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that air was noticed in syringe during the infusion with the same amount of volume gone, approx. 23-32mls. Customer alleges patient may have received an extra 23 to 30ml of fentanyl. There was patient involvement however no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that air was noticed in syringe during the infusion with the same amount of volume gone, approx. 23-32mls. Customer alleges patient may have received an extra 23 to 30ml of fentanyl. There was patient involvement however no harm.